Manufacturer narrative:
(B)(4). The lot number is unknown; therefore a batch review cannot be performed.

Event description:
The nurse reported that the minicap was loose and falling off of transfer set. The nurse stated that she was finding that they need that extra twist to tighten which the patient has difficulty with. The process step is during patient use. The patient was involved and it was unknown whether there was patient injury or medical intervention. The nurse was contacted and the nurse was wondering if it may not be the caps at all, but if could it be the threading on the end of the transfer set. The patient's transfer set was put on a few months ago.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint for connection issue is not confirmed and the cause was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This issue is being investigated through CAPA.